Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient information was provided, thus a risk management review could not be performed. A clinical review states that the finite data provided in the crfs (may) support the complaint; however, the limited information was insufficient to base an assessment of the root cause of the reported unknown adverse event. Since it was reported the ae was treated with a revision surgery and the patient¿s outcome has improved, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that after an acetabular labrum repair procedure using four (4) 'microraptor', the patient had an unknown adverse event on (B)(6) 2021. The event was treated with revision surgery. The patient outcome has improved according to hop results.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Event description:
It was reported that after an acetabular labrum repair procedure using the 'microraptor', the patient had an unknown adverse event on (B)(6) 2021. The event was treated with revision surgery. The patient outcome has improved according to hop results.

Manufacturer narrative:
H11: corrected data: h6 health effect - clinical code was updated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after surgery using the 'microraptor', the patient had an unknown adverse event on (B)(6) 2021. The event was treated with a revision surgery. The outcome of the patient is unknown.